Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2 was not detected on bus. A field service engineer identified that the drawer 2.1 board had failed. The device was powered down to replace the drawer board and then rebooted successfully after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not turning on, and the remote smart service was offline. The device was making a slight recurring beeping sound while powered on, the rear lights were not powered on, the fan was not spinning, the device attempted to restart with each beep, and the same issue occurred even after it was relocated to a new power source. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.